Manufacturer narrative:
The field service engineer (fse) evaluated the incident and checked to see if the battery was present by testing. The problem is a faulty battery. The vendor took the device for depot repair. No other information was provided.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer reported battery failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.